Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray image is unable to confirm an allegation of adverse reaction to metal debris. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 component code: appropriate term/code not available (g07002) is used to capture product not returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha. After the surgery, the cup¿s setting angle became steep over time. There was fear of armd occurring due to mom liner, so the surgeon performed the revision surgery on (B)(6) 2020. During the revision surgery, the pseudotumor was not found, but the black-ring was found at the head neck junction, the surgeon judged trunnionosis. After removing the liner and the screw, the surgeon checked the fixation of the cup, the cup was loosened and removed easily. The surgeon implanted a pinnacle gription cup with screws and a poly liner. Due to trunnionosis, the surgeon considered to remove the stem, however, there was fear of remaining breakage fragment of the stem because the surgeon found a possibility of the breakage of distal stem¿s slot by x-ray photos. The surgeon relinquished to remove the stem. The surgeon replaced the head, the stem was remained. The surgery was completed without any surgical delay. No further information is available.